Event description:
Sensor error displayed when the catheter connected to piu. System error continued to display error even after cable changed and rebooting. Catheter replaced with a new one and no further issues.